Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door number four was failed. A field service engineer rearranged products behind the door to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door was failed to open. The customer stated there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.